Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was concerned for discoloration to the system controller screen and could not recall if there had been any fluid ingress. Log file review captured the equipment functioning as intended. It was additionally reported that information could still be viewed on the system controller screen. It was planned to perform a system controller exchange on (B)(6) 2022.

Manufacturer narrative:
Section a4: patient weight was requested but was not provided. Manufacturer's investigation conclusion: the reported event of discoloration on the controller screen was confirmed via analysis of the submitted picture. Inspection of the picture revealed that the controller¿s screen appears to be covered by a green liquid substance consistent with fluid ingress; however, the information could still be read from the controller display. Multiple requests for additional information were made to determine if the heartmate 3 system controller (serial number: (B)(6)) would be returned for evaluation; however, no response was received. The root cause of the reported event was determined to be fluid ingress covering the controller¿s screen; however, the cause of the fluid ingress could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 27sep2018. Heartmate 3 patient handbook (rev. D) section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 instructions for use (rev. C) section 2, entitled ¿system operations¿, describes the user interface different functions and how to use them appropriately. This section also indicates the patient to use a daily system controller self test to check the audible and visual alarm indicators on the user interface. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.